Manufacturer narrative:
Product complaint # (B)(4). Without a valid lot number the device history records review could not be completed. Complainant device is not expected to be returned for manufacturer review/investigation. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for fracture of proximal end of tibia. For tibial plateau fracture, the surgeon tried to fix with a medial proximal tibia plate from posterior side. Because the operative field was deep and narrow, the sales rep instructed the surgeon to perform the procedures according to the usf surgical technique and catalog. Surgery was performed according to that surgical technique and completed within 30 minutes delay. Based on the event "another surgeon noticed this, reattached the threaded guide properly again, and fixed the plate. No further information is available. This complaint involves (4) devices. This report is for (1) stardrive screwdriver shaft qc/t15. This report is 1 of 4 for (B)(4).